Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in office due to a "shocking sensation" that could not be identified or confirmed. The lv lead settings were re-programmed, and the lead remains in use. No further patient complications have been reported as a result of this event.